Event description:
During a laparoscopic supracervical hysterectomy, a harmonic ace36e was being used. The m.d. Noticed that it was not working as well as prior. The device was removed and noticed the white pad covering the foot plate was melted and loosely hanging on. This was discarded and a new device was used. No apparent harm was noted and the case was completed